Event description:
It was reported that during a coronary procedure to treat an elevated st segment in the patient''s distal left circumflex artery (lcx) due to a thrombotic occlusion, a non-manufacturer''s balloon was used for pre-dilatation to establish blood flow from timi 0 to timi 3. A stent was placed across the artery, and due to ectasia of the proximal lcx, it was decided to do ivus to secure the size of the proximal part of the stent. A refinity ivus catheter was being prepared for use, but displayed no image. The refinity was disconnected and reconnected, but still no image. A second refinity catheter was opened, but also displayed no image, and re-attempted connection without success. Therefore, a third refinity catheter was opened and experienced the same failure. Finally, a fourth refinity catheter was opened and was able to be used; however, the overall attempt to perform ivus delayed the procedure approximately 15 minutes. The patient complained of chest pain and angiography showed a distal embolus (cause unknown) to the distal lcx, and thrombectomy was performed to re-establish blood flow from timi 0/1 to timi 3. This adverse event is being submitted to capture the fourth refinity catheter that was used in the patient which delayed the diagnosis and a distal embolus was observed requiring intervention.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Reporter source: country is (B)(6). Device evaluated by MFR: the refinity catheter was discarded by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.